Manufacturer narrative:
Additional model #v3.7.1. Additional device manufacture date: 04/2010.

Event description:
When a "?" Symbol is present in a note, such as a daily progress note, written by a clinician in ecaremanager and subsequently interfaced to the hospital information system, the "?" Is stripped from the outbound hl7 message. This may not adequately convey the intent of the note when viewed in the hospital information system. The "?" Remains visible in the note viewed using ecaremanager.